Event description:
Customer reportedly received results of 221 mg/dl, 414 mg/dl, 101 mg/dl and 129 mg/dl within 10 minutes on the nano smartview system. The customer washed her hands after the result of 414 mg/dl and before the result of 101 mg/dl. No other actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.